Manufacturer narrative:
The customer was sent a replacement power supply. In follow up with the customer, she indicated the hole in the power supply is near where the prongs are. Customer did not witness any spark, fire, flame, smoke, and did not sustain any injuries as a result of the issue. The product involved in the complaint wa snot returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. However, the customer stated there was a hole melted into the housing, which is a potential safety risk. Should the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time.

Event description:
The customer reported to customer service that when she plugged in the power cord to her new pump, she noticed it was not turning on. The customer then noticed the power cord had an odor coming from it, was very hot, and the customer noticed a hole in the power cord.